Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. It was reported that the guidewire became stuck and would not advance out of the catheter during procedure. They were able to remove the catheter and replaced it with a new one. The procedure was completed successfully without patient complications. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has been received for analysis. During product analysis, the device passed all test performed, showing no evidence of the reported failure. The no problem detected code was selected for the reported allegation. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. It was reported that the guidewire became stuck and would not advance out of the catheter during procedure. They were able to remove the catheter and replaced it with a new one. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.